Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the wire guide would not progress through the catheter. A sample 0.018" wire guide checker was passed through the distal tip, and resistance was met at a distance of 43.0 cm, and would not progress through the proximal hub. Additionally, upon removing the strain relief, a kink was noted 2.0 cm from the proximal hub. When the strain relief was replaced, a second kink was noted at a distance of 59.5 cm, a third kink was noted at 111.0 cm, and a fourth kink was noted at 137.4 cm from the proximal hub of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified peripheral intervention procedure, another manufacturer's guidewire had difficulty passing through the cxi support catheter. The physician was attempting to access the patient's occluded superficial femoral artery using another manufacturer's guidewire through the complaint device and was unable to flush contrast. Subsequently, the physician attempted to insert another guidewire of the same type. This guidewire was not able to pass through the complaint device. Both devices were removed and the physician aborted the procedure at this point. During follow up, it was reported the physician had not yet re-scheduled the procedure. If the patient agrees, a bypass will be performed. No adverse effects have been reported to date.